Event description:
It was reported that devices were used during a laparoscopic cholecystectomy. It was reported the devices had sticky valves. Another device was used to complete the case. There was no consequence to the patient.